Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began during the week of (B)(6) (in the morning). According to the csr¿s documentation, the patient manages her diabetes with 1.8 units of ¿victosa¿ and 1000 mg of metformin; the patient reportedly continued with her usual diabetes regimen after the alleged power issue occurred; and subsequently as a result of the product issue, the patient reportedly developed symptoms of dizziness, nausea, and sweating approximately 24 hours later. The patient, however, denied receiving any form of treatment after the reported meter issue occurred. At the time of troubleshooting, the csr noted that the subject meter was exposed to water; resulting in the reported power issue. Replacement products were sent to the patient. Although it was noted that the alleged issue was a result of user error; meter was exposed to water, this complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue occurred.